Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury. Device issue: stent dislodgement. It was reported that when the protective sheath was removed, the stent dislodged. There was no patient involvement. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Factors that can affect stent dislodgement outside the body include, but are not limited to positive pressure during prep, negative pressure during prep, forced sheath removal, incorrect sheath sizing, or improper or inadequate crimping at the time of manufacturing. However, there are in-process controls, for quality characteristics such as, stent movement/placement and crimped stent outer diameters, in place to ensure that the stent is crimped adequately during manufacturing. Based on the incident information, a conclusive root cause for the reported complaint of stent dislodgement cannot be determined.